Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection and hearing loss. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from 10-nov-2014 to 22-dec-2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol (polyethylene glycol) from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ),") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, vaginal infection, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint). Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection and hearing loss. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from 4(B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("menorrhagia") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and hypersensitivity had resolved and the dysmenorrhoea, gastrooesophageal reflux disease, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram on an unknown date: essure device was successfully occluded. Ultrasound scan vagina on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Lot number: c59247 production date 2014-05-22 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection and hearing loss. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to(B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("menorrhagia") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and hypersensitivity had resolved and the dysmenorrhoea, gastrooesophageal reflux disease, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event allergic reaction was added. Outcome of events vaginal hemorrhage, menorrhagia, vaginal infection and pelvic pain were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are multiple fragments of silver curled wire located inside both fallopian tubes and grossly extend into the uterus'), pelvic pain ('physical pain/ pain') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection, hearing loss and metrorrhagia. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) -2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal ),") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysmenorrhoea, gastrooesophageal reflux disease, depression, anxiety, migraine, headache and weight increased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection and hypersensitivity had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Lot number: c59247 production date 2014-05-22 expiration date 2017-05-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-mar-2021: medical record received event " there are multiple fragments of silver curled wire located inside both fallopian tubes and grossly extend into the uterus" was added. Reporter information and medical history were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('there are multiple fragments of silver curled wire located inside both fallopian tubes and grossly extend into the uterus'), pelvic pain ('physical pain/ pain') and menorrhagia ('menorrhagia') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection, hearing loss and metrorrhagia. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to(B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal ),") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and novasure ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, dysmenorrhoea, gastrooesophageal reflux disease, depression, anxiety, migraine, headache and weight increased outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage, vaginal infection and hypersensitivity had resolved. The reporter considered anxiety, depression, device breakage, dysmenorrhoea, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Lot number: c59247, production date 2014-05-22, and expiration date 2017-05-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,') in a 41-year-old female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases increased, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal human papilloma virus infection, pap smear abnormal, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection and hearing loss. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling nos, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection mrsa. Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, colecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, etynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) -2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ),"), menorrhagia ("menorrhagia") and hypersensitivity ("allergic reaction") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection and hypersensitivity had resolved and the dysmenorrhoea, gastrooesophageal reflux disease, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on the left side, 1 coils were noted when finished. On the right side, 1 coils were noted when finished. Received treatment for pain, bleeding, bladder/ urinary problem and allergic reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, , depression, anxiety, migraines, headaches, weight gain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New event allergic reaction was added. Outcome of events vaginal hemorrhage, menorrhagia, vaginal infection and pelvic pain were updated to recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain,') in a (B)(6) female patient who had essure (batch no. C59247) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure placement with ablation" on (B)(6) 2015. The patient's medical history included overweight, fatigue, candidiasis, nausea, abdominal pain localised, emesis, stress, endometriosis, vitamin d deficiency, sinus tachycardia, transaminases, bruising, lumbar pain, dysphagia, odynophagia, uterine bleeding, nephrolithiasis, metabolic syndrome, abdominal pain, menstrual disorder, chronic rhinitis, edema, folliculitis, keratosis pilaris, lipoma, melanoma, strain, neuralgia, neuritis, nevus, ovarian cyst, photosensitivity allergic reaction, dermatitis, polycystic ovaries, sinus tachycardia, thymoma, tinnitus, vertigo, dysmetabolic syndrome, vaginitis, vulvovaginal (B)(6) infection, pap smear, discomfort, skin tags, skin biopsy, bloating, feeling sick, hives, genital labial cyst, type I diabetes mellitus, rash trunk, burning in throat, gallstones, unilateral leg swelling, skin infection and hearing loss. Previously administered products included for an unreported indication: yaz, esomeprazole, phisohex, topamax, phentermine and miralax. Concurrent conditions included esophageal reflux, depressive disorder, swelling, drug allergy, penicillin allergy, sulfonamide allergy, hyperplasia, carcinoma, endometrial polyp, pap smear abnormal, uterine fibroid, lymphoma, mood altered, clotting disorder, acne, vaginal abscess, ovarian cancer, leukemia, acute maxillary sinusitis, abscess, influenza, von willebrand's disease, radiculitis, restless legs syndrome, nephrolithiasis, lower abdominal pain, labia enlarged and infection (B)(6). Concomitant products included ammonium lactate since 2009, antibiotics, baclofen from (B)(6) 2013 to (B)(6) 2018, cefalexin monohydrate (cephalexin) from (B)(6) 2017 to (B)(6) 2018, celecoxib since 2010, clindamycin from (B)(6) 2014 to (B)(6) 2016, cholecalciferol (vitamin d3) from (B)(6) 2014 to (B)(6) 2016, cyclobenzaprine since (B)(6) 2014, docusate sodium from (B)(6) 2014 to (B)(6) 2017, ethynodiol (ethynodiol) from (B)(6) 2014 to (B)(6) 2017, flibanserin from (B)(6) 2016 to (B)(6) 2017, fluconazole from (B)(6) 2014 to (B)(6) 2016, fluticasone from (B)(6) 2016 to (B)(6) 2018, furosemide from (B)(6) 2015 to (B)(6) 2016, gabapentin from (B)(6) 2015 to (B)(6) 2016, lidocaine, lorcaserin from (B)(6) 2018 to (B)(6) 2018, lubiprostone from (B)(6) 2016 to (B)(6) 2016, macrogol (polyethylene glycol) from (B)(6) 2014 to (B)(6) 2017, metformin from (B)(6) 2013 to (B)(6) 2015, montelukast from (B)(6) 2015 to (B)(6) 2016, multivitamins, plain since 2011, orlistat from (B)(6) 2014 to (B)(6) 2015, oxycodone from (B)(6) 2016 to (B)(6) 2018, pantoprazole from (B)(6) 2017 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2016 to (B)(6) 2018, potassium citrate from (B)(6) 2015 to (B)(6) 2017, ranitidine from (B)(6) 2015 to (B)(6) 2016, rizatriptan from (B)(6) 2017 to (B)(6) 2017, sertraline hydrochloride (zoloft) from (B)(6) 2014 to (B)(6) 2016, sertraline from (B)(6) 2014 to (B)(6) 2015, steroids, sulfacetamide since 2010, topiramate from (B)(6) 2014 to (B)(6) 2018, tramadol from (B)(6) 2016 to (B)(6) 2016 and vitamin b complex (vitamin b) since 2011. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/ anxiety"), migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal ),") and menorrhagia ("menorrhagia") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, gastrooesophageal reflux disease, vaginal infection, depression, anxiety, migraine, headache and weight increased outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, gastrooesophageal reflux disease, headache, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.3 kg/sqm. Hysterosalpingogram - on an unknown date: essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2016: total bilateral occlusion. Concerning the injuries reported in this case, the following one were described in patients medical record vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, depression, anxiety, migraines, headaches, weight gain. Most recent follow-up information incorporated above includes: on 21-jun-2019: pfs&mr received reporter information, lot no was added. New event was added vaginal hemorrhage, menorrhagia, dysmenorrhea (cramping), gastrooesophageal reflux disease, vaginal infection, depression, anxiety, medical device monitoring error, migraines, headaches, weight gain. Severity added pelvic pain female. Outcome added pelvic pain female. Concomitant drugs and historical drugs were added. Medical history and lab test added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.